Event description:
An article was received, vagus nerve stimulation for intractable epilepsy in tuberous sclerosis complex. In the article, it reported a patient who had an increase self stimulatory behaviour and self injurious behaviour. The behaviour occurred chronologically related to the vns implant. It is believed the event has resolved. It is not known what the behaviour was or if any interventions were taken for it. Good faith attempts have been made, and the author provided the known information.

Manufacturer narrative:
Article: vagus nerve stimulation for intractable epilepsy in tuberous sclerosis complex. Philippe major, elizabeth a thiele. Behav 2008, dio:10:1016/jyebeh.2008.04.001. See scanned pages.